Event description:
A falsely depressed troponin I result was obtained on a pt sample. The result was not reported to the physician. The sample was repeated and a positive result was obtained. Pt treatment was not prescribed or altered as a result of the incident. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error. The user moved the sample before it was aspirated. The instrument is performing within specifications. No further eval of the device is required.